Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that patient was receiving weekly infusion. The rn noticed the medication was completed, and the remainder was running through the tubing, but the channel did not alarm when air passed the channel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.